Event description:
It was reported that a large volume folfusor under infused. Furthermore, the device was observed to have an unspecified volume remaining in the device. The event occurred during an infusion of 1800mg piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from february 3, 2022 - february 4, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.